Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's wound reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration and pain. On (B)(6) 2016, the recipient underwent revision surgery.